Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg displayed an error code. The printed circuit board (pcb) was reset with firmware update. It was also noted that the output connector assembly was broken, the keypad was scratched, the battery wire was pinched - wire insulation not compromised, the battery drawer sticks (after reassembly), the main seal was pinched and the red display wire was folded - wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code after it was turned on. The epg was returned for service. There was no patient involvement.